Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker completed an initial evaluation of the customer's device and was unable to verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not analyze when the analyze key was pressed. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing. ECG connection prompts the user to use a therapy connection before "analyze" is possible, this is normal device function. The customer received a replacement device. The returned device was archived by stryker. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device would not analyze when the analyze key was pressed. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.